Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) coil impedance. It was suspected in could be a conductor issue or a connection issue with the implantable cardioverter defibrillator (ICD). Additionally, when the new device was connected it could not recognize with svc coil. The lead svc electrode was deactivated and the initial device was explanted and replaced. The new device remains in use. No patient complications have been reported as a result of this event.